Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead exhibited high pacing thresholds and was previously repositioned multiple times. The physician then decided to remove this lead. No additional adverse patient effects were reported.